Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-13159 - device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. It was reporetd that patient faced two infusion sets leaking at the adhesive part on (B)(6) 2024. The infustion set was in use for 1 day. No further information available.